Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(4) displayed a mid:09 (air trap assembly) error message was confirmed during functional testing and archive data review. The root cause of the mid:09 error was due to a defective air trap sensor block, likely attributed from the severe saline residue found on the air trap sensor pc board, caused by a leaking start-up kit (suk). During visual inspection, there was no physical damage noted on the ivtm thermogard console. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages on and around the complaint date; thus, confirming the reported complaint. The thermogard console failed the initial functional test due to the mid:09 message that was displayed. The air trap sensor block was replaced to address the error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy for hypothermia, one of the caps of air trap of the start-up kit (suk) (lot #unknown) was loose, causing a leak and saline to spray out. The thermogard xp ivtm system (sn (B)(4) displayed a mid:09 (air trap assembly) error message. The customer tried to turn the console on and off but the issue persisted. Therapy was discontinued due to the uncleared error message. The dwell time was approximately 12 hours. No impact or consequence to patient.